Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. During visual inspection, the instrument was found to have a broken main tube. Distal tip was completely detached and separated from the main tube. Missing distal tip was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a fenestrated bipolar forceps instrument was not able to straighten up. The surgeon forced the arm/instrument out of the patient. The instrument came out bent inside the trocar and went to the sterile processing department (spd), and the spd had to cut the instrument to take out the trocar out. The procedure was completed with no reported injury.